Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose level went high yesterday 400 mg/dl and dropped to low blood glucose level 30 mg/dl on the day of call. Customer declined troubleshooting for high blood glucose and low blood glucose level. Insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.